Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ reporter contacted lifescan (lfs) in (B)(6) alleging a onetouch verioiq meter was displaying inaccurately compared to another meter. The patient was not available for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated during (B)(6) 2013 on an unknown day at 7:15pm, readings of ¿7mmol/l¿ was obtained on the lfs meter and ¿2.2mmol/l¿ on a onetouch ultrasmart meter 10 minutes later. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=1.7mmol/l when obtained within 30 minutes. The reporter stated the patient fainted and was unresponsive at an unknown time in relation to the meter issue. The reporter stated the paramedics were called and the patient was given glucagon. The reporter stated she tested with the onetouch ultrasmart meter and obtained a reading of ¿2.2mmol/l¿, the paramedics also tested the patient¿s blood glucose, however, a reading was not reported. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. However a control solution test was not run at the time of troubleshooting since the patient did not have control solution. Replacement products were sent to the patient. Although the correlation between the alleged meter issue and patient¿s injury remains unclear, despite repeated attempts, the reporter was unavailable for a follow up call. This complaint is being reported because the reporter claims due to the meter reading inaccurately, the patient developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.